Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, tissue stuck to the jaws of a vessel sealer curved (vsc) instrument. Additionally, the instrument's blade reportedly got jammed. The vsc instrument previously worked during the procedure; however, when attempting to seal and cut the mesentery of the colon, the vsc instrument tried to run through the seal cycle but never activated. When the surgeon opened the jaws of the vsc instrument, tissue was stuck to the jaws. The surgeon removed the tissue from the jaws which prompted blood loss. The surgeon reported the blood loss was minimal but was controlled with another vsc instrument. The procedure was completed as planned with no further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer curved (vsc) instrument to perform failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the cut test. The instrument also passed an energy delivery test. However, the instrument was found to have a lodged component at the distal end of one of the grip tips. The makeup of the lodged component is unknown. The vessel sealer logs for this procedure were reviewed. The logs show the first vsc instrument (lot #k10260305-0131) was installed 6 times on universal surgical manipulator (usm) #3 and the second vsc instrument (lot #k10260305-0165) was installed 2 times on usm #3. The former was used for about 38 minutes and the latter for 14 minutes. The e-200 generator activation event logs show a total of 11 bipolar events, 2 of which had an associated arcing event associated. A total of 371 seal events were noted, 1 of which had a high impedance error. It is unclear which of the two vsc instruments were involved with the arcing. The system logs show no related errors.